Event description:
During a surgical procedure, the air hose burst. No injury was reported.

Manufacturer narrative:
Investigation results-device was received and evaluated. Customer complaint of hose burst was verified. Investigation showed there are friction marks near the break in the exhaust hose. The separated portion of hose is approximately 7 feet from the distal end. This type of damage may occur if the hose assembly was pinched/caught and attempted to be pulled free.